Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1812102 as performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported a 5f mynxgrip vascular closure device (vcd) white advancer tube was not visible. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was being performed as prescribed; however, at the point where the grey shuttle and sheath were pulled back, there was no white advancer tube visible. Unusual force was not applied when retracting the sheath. It is unknown if the user shuttle down completely. It is unknown if significant resistance was elt when shuttling down. The device was removed and manual compression was successfully applied for 30 minutes or less. The patient's hospitalization was not extended. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The patient was noted to have recovered. Terumo radiofocus sheath additional information was requested but unknown at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported a 5f mynxgrip vascular closure device (vcd) white advancer tube was not visible. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer (si). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was being performed as prescribed; however, at the point where the grey shuttle and sheath were pulled back, there was no white advancer tube visible. Unusual force was not applied when retracting the sheath. It is unknown if the user shuttle down completely. It is unknown if significant resistance was felt when shuttling down. The device was removed and manual compression was successfully applied for 30 minutes or less. The patient's hospitalization was not extended. The vcd was being used in conjunction with a 5f non-cordis procedural si for femoral arterial closure following an interventional peripheral procedure. The patient was noted to have recovered. No further information was provided. The device was not returned for analysis. A device history record (DHR) review of lot f1812102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, the event may have been caused by an incomplete engagement of the advancer tube during the procedure since it is unknown if the user shuttle down completely. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, which results in no emergence of the advancer tube and the device failing to deploy. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.